Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to the lead had no slack and was very high in the atrium. A new lead with different model was implanted. No additional adverse patient effects were reported.